Event description:
It was reported that stent dislodgement occurred requiring additional intervention. The 95% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). A 3.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, the device became caught in the telescope during advancing and was pushed forcibly. As a result, the stent dislodged after which an attempt was made to retrieve the device, but it failed. The dislodged stent was crimped and apposed against the vessel with another stent and the procedure was completed. No further patient complications were reported.